Event description:
Upon starting infusion of medication, a leak in the IV tubing was noted. Infusion stopped and tubing changed, infusion administered. (Medication involved iron sucrose, so leakage very noticeable due to brown color of solution). Manufacturer response for IV tubing, solution set with duo vent spike (per site reporter).